Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge, and sensor displayed high blood glucose without showing a specific value. Customer did not take additional insulin, and blood glucose later measured 87 mg/dl while customer suspected sensor issues; customer was advised to perform calibration, successfully reloaded cartridge after several attempts, restored insulin delivery, and was instructed by technical support on how to clean pump area and was provided reference pictures.